Event description:
In 2004, the destination therapy pt was implanted with a vented electric left assist device (lvad). The transplant coordinator reported that pt had sent in waveforms to the manufacturer, due to the pt having multiple power limit advisory alarms. The pump was also making grinding noises and producing significant amount of dust. The pt was at a beat rate of over 100 bpm, since their implant, due to pt's size. The result of the waveforms analysis confirmed the increase in the device current indicating pump wear. It is suspected that the pump is at end of life. It was decided at that time to take the pt to the or for a pump exchange. The pt remains stable and on lvad support. The hospital is sending the pump to the manufacturer for analysis.